Manufacturer narrative:
Device evaluation no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd injector n35-o disconnected at the luer lock. The following information was provided by the initial reporter: disconnection happened between the phaseal optima connector and the fresenius volumat line. Injector and connector were still connected but the disconnection happened between the phaseal optima and the fresenius line. Per rep's response: the video has been withdrawn as it was an event that was previously reported. They sent it with the email notification but was not part of this event. I have spoken to them and it is clear that the only disconnect happened between the fresenius line and the injector per rep: the video is not relevant to this event. They did not retain the device so nothing to return. Additional information provided: there was a leakage that occurred from the end of the fresenius line. No patient or clinician injury. Line was reconnected and treatment completed.